Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient underwent transforaminal lumbar interbody fusion and posterolateral fusion at levels l5-s1 using surgical peek cage. The cage was packed with rhbmp-2/acs. Bmp was also placed anteriorly in the disc space prior to insertion of the cage, as well as in posterolateral gutters spanning the transverse processes. Additional bmp was placed in the facet joint on the right of l5-s1. Allegedly, following the surgery, the patient initially improved but subsequently developed additional, new and/or worse pain, suffering, symptoms and disability. The patient experienced progressive, disabling pain in her lower back radiating to her legs. As a result, she had difficulty sitting, bending, lifting and walking. It was also alleged that the excess bone growth occurred causing impingement on the nerve roots and the spinal cord.

Manufacturer narrative:
Additional information: age/date of birth, describe event or problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient presented with the pre operative diagnosis of l5-s1 degenerative disk disease with instability and radiculopathy. She underwent the following procedures: left l5-s1 transfacet approach for diskectomy, left l5-s1. Right l5-s1 inferior laminotomy, l5 superior laminotomy, s1 medial facetectomy for decompression of left l5 and s1 nerve root. Transpedicular pedicle screw instrumentation, bilateral l5 and s1. Left transforaminal lumbar l5-s1 interbody arthrodesis using peek cage and local bone graft for arthrodesis and rhbmp-2/acs. Bilateral posterior lateral arthrodesis using compression resistant matrix and rhbmp-2/acs. As per the operative notes, transpedicular screws were placed to pedicles of l5 (6.5 x 40 mm) and s1 bilaterally (6.5 x 35 mm). A connecting rod was inserted into transpedicular screws and screw caps were tightened down. Both superior and inferior endplates were decorticated and 10 mm cage packed with rhbmp-2/acs and a local bone graft was placed. Rhbmp-2/acs which was a large package, a sponge was initially cut into 3 pieces and one of these pieces were again cut into thirds with one third being placed in the peek cage and another third was used to form a ¿burrito¿ with local bone graft within it. Next the interbody space was packed anteriorly with this local bone graft, the ¿burrito¿ was placed next and the peek cage was placed in a transforaminal fashion. Peek cage was tamped anteriorly. Next the remainder of local morselized bone graft was placed anterior to peek cage. A compressive resistant matrix wrapped in remainder of the 2 third segment of rhbmp-2/acs was placed for the posterolateral fusion spanning the sacral ala to the transverse process of l5 bilaterally. The 30 mm lordotic rods were placed between the l5-s1 pedicular screws and caps were fixed and tightened and fixed and sheared off bilaterally. Small portion of rhbmp-2/acs and local bone graft was placed in the facet joint on right of l5-s1. Patient tolerated the procedure well.